Event description:
It was reported that prior to a stent placement procedure in the external iliac artery via an ipsilateral retrograde approach, the stent allegedly dislodged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint hstory review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. The stent and sleeve were returned, the lifestream catheter was not returned. The stent was returned lodged within the sleeve. There was no visible damage on the sleeve or stent. The result of the investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported stent dislodgement issue could not be determined based upon the available information received from the field communications, sample evaluation and image review. Labeling review:the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Warnings: ¿ do not use if packaging/pouch is damaged. ¿ use the device prior to the use by date specified on the package. ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. Directions for use endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Storage store in a cool, dry place. Keep away from sunlight. H10: d4 (expiration date: 07/2024),

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that prior to a stent placement procedure in the external iliac artery via an ipsilateral retrograde approach, the stent allegedly dislodged. There was no patient contact.